Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, loose set screw within the device header was observed. Lead could not be removed from the device. When physician attempted to remove the silicon plastic, set screw fell out. Bone cutters were used to remove the header and free the lead. Device was explanted and replaced. Patient was stable.

Manufacturer narrative:
A pacemaker was received above normal elective replacement indicator (eri) for the reported event of failure to disconnect lead from header and loose set screw. No substances were found in the ventricular connector port to cause these issues. The device exhibited normal characteristics with no anomalies. The reported events were not confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: returned statement should have been "the results/method and conclusion codes along with investigation results will be provided in the final report." Instead of "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined."